Event description:
It was reported the patient experienced pain around the implant and underwent an explant procedure. During the procedure, the physician experienced difficulty removing the superion indirect decompression (ID) spacer, and the procedure was aborted. No further information has been obtained despite good-faith efforts.

Event description:
It was reported the patient experienced pain around the implant and underwent an explant procedure. During the procedure, the physician experienced difficulty removing the superion indirect decompression (ID) spacer, and the procedure was aborted. No further information has been obtained despite good-faith efforts. Additional information was received that the ID provided insufficient relief.